Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was having problems with the insulin pump in the beginning but all is going well now. Customer's blood glucose was 500 mg/dl. Customer stated that he has worked through this issue. Customer had a question about why he gets a missed bolus alert every day at 3:30 pm. Customer stated that he would like a call back.